Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo recorder that will not stay powered on during the duration of a study. The recorder is not capturing the capsule signal. A repeat procedure is necessary. There was no harm to the patient or user.